Event description:
On june 6, 2007, a gore excluder aaa endoprosthesis was implanted to repair a infrarenal abdominal aortic aneurysm. In 2007, a computed tomography scan revealed a type ii endoleak and a leaking aneurysm. Two days later, the patient died. According to the autopsy report, the patient's death resulted from a bone spur located on the patient's spine that rubbed up against and eventually ruptured the aneurysmal sac. Pre-operatively, the patient had a 7.5 cm aneurysm and according to the autopsy report the patient's aneurysm was 10 cm by 8cm. The physician does not believe that the event was associated with the gore excluder aaa endoprosthesis.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type ii endoleak.